Event description:
Patient reported a lap-band system "inability to fill, port flip and scar tissue around the port." The patient also reported that it is "taking longer to heal." The events have not been confirmed by a healthcare professional. The lap-band system was removed and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date and date of occurrence provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Delayed healing is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.